Manufacturer narrative:
No unexpected bolus could be confirmed in the download history due to corrupted history files. Several alarms were noted in the alarm history for corrupted history files. Multiple boluses were programmed and delivered. Boluses were properly delivered and recorded in the history. No unexpected boluses were noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer's mother reported that the insulin pump was delivering insulin when it had not been programmed to do so. Customer's mother reported that this occurred before in the month before the call. Caller stated that she noticed an amount in the bolus wizard history that she did not administer. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).